Event description:
Found during inspection. According to the reporter, the device's service wrench icon is flashing and a "call service" message is displayed. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.